Event description:
It was reported that pump displayed cgm error and customer could not start sensor session. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, after which cgm error did not reappear and sensor session was successfully started, and during follow-up customer confirmed that cgm connection and graph were working properly and case was closed.

Manufacturer narrative:
In use at the time of the event:cgm model: g7.mobile os: unknown / unknown / unknown / unknown.